Manufacturer narrative:
The device was not returned to the MFR for physical evaluation, therefore, the failure mode cannot be confirmed. However, event f/u was performed on (B)(6) 2015. According to the file contact, the machine was evaluated by the site biomedical engineer and the reported issue was not able to be duplicated. Reportedly, the deaeration pressure was calibrated as a preventative measure. Functional testing performed by the biomed confirmed that the system was operating properly. The issue has not recurred and the unit remains in use at the user facility. A records review was performed on the reported serial number. An investigation of the device mfg records was conducted by the MFR. There were no deviations or non-conformances during the mfg process. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within spec.

Manufacturer narrative:
Investigation findings to date indicated the reported malfunction occurred during recirculation and prime (machine set-up), and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with the reported issue. The report is being investigated by the MFR via a CAPA. Plant investigation is in process. A supplemental MDR will be submitted upon the completion of this activity.

Event description:
A user facility reported a saline bag back filled during recirculation mode. A pt was not connected to the machine at the time of the incident. The unit was removed from service, and then the biomed performed functional testing; the issue was not able to be duplicated. F/u info was provided by the biomed who revealed that there were no occlusions to the drain. Additionally, the drain line length and the drain height were noted as being within spec. No further info was made available.